Event description:
During the procedure, the flip cutter instrument was inserted into the femur and approximately a 4.5 cm section broke off and remained lodged in the bone. It was eventually removed. Ap lat x-ray was performed. The patient remained in the operating room (or) until cleared by x-ray and radiologist.